Manufacturer narrative:
Batch review performed on 26 july 2019. Lot 1755689: (B)(4) items manufactured and released on 03-july-2018. No anomalies found related to the problem. To date, no other similar events have been reported.

Event description:
During hammering the ball spring mechanism broke, the ball felt out from the broach handle. The ball did not fall in the patient. A second instrument was used to complete the surgery.